Event description:
This is a duplicate report of 1818910-2012-70373. 1818910-2014-17853 will be rejected. 1818910-2012-70373 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint - litigation alleges that the patient suffered great pain, immobility, and disfigurement on account of his asr right hip implant. Litigation further alleges that the patient experienced excessive levels of chromium and cobalt as determined from blood tests. Doi: (B)(6) 2006; dor: not yet scheduled (right hip). (B)(6). Update (B)(4) 2012 - medical records were obtained. Medical records indicate part/lot numbers. Update rcvd (B)(4) 2014 - der added revision date, hospital details and surgeon.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-70373. 1818910-2014-17853 will be rejected. 1818910-2012-70373 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.